Manufacturer narrative:
One cardiomems power supply cord was received for evaluation. External and internal visual inspections of the returned power supply cord revealed minor damage, but no frayed wires. The power supply cord can be used; however, it is recommended to replace the power supply cord to avoid any further damages. All testing was performed using the golden test unit.

Event description:
The patient reported frayed wires on the power supply cord. The power supply cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.